Manufacturer narrative:
Additional information: e1(event site postal code - (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) had failed autofill alarm. Getinge field service engineer (fse) check the machine showing alarm autofill failed after 5 hours of use. It is found that it is autofill failed code 60. The fse replaced the pressure transducer (d682-00-0076-01). The patient involvement is unknown.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit alarmed autofill failure. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit alarmed autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.